Event description:
It was reported to fresenius that this dialysis patient was experiencing severe itchiness while utilizing the optiflux 160nre dialyzer requiring a switch to another product. Additional information was obtained during follow-up with the clinic manager. The patient was completing temporary in-center hemodialysis (hd) and experienced a dialyzer reaction while utilizing the optiflux 160nre dialyzer. The patient experienced itchiness during and after the hd treatment. The center does not have another dialyzer brand option available at the facility to try with this patient. Therefore, the patient receives benadryl 50g intravenously (IV) during treatment to address the reported symptoms. No further information was provided and attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Clinical review: based on the available information, there is a temporal and a likely causal relationship between the fresenius optiflux 160nre dialyzer and the patient¿s reaction (characterized by itching) as the reaction was reported to have occurred during and after treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the instructions for use for the optiflux 160nre dialyzer, hypersensitivity reactions may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. The patient completes treatment with the administration of IV benadryl. There is no documentation of the dialyzer being changed. There is no evidence of an optiflux 160nre dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material as demonstrated by the patient¿s itching reaction during treatment. However, although there is no allegation or evidence of a product malfunction or deficiency, the optiflux 160nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. Additionally, no lot number was provided nor was there a clinic account number available that could facilitate an sap delivery search for all lot numbers shipped within the three month timeframe prior to the reported occurrence date. Therefore, a lot history or production review could not be performed. The reported issue could not be performed and a potential cause could not be determined.

Event description:
It was reported to fresenius that this dialysis patient was experiencing severe itchiness while utilizing the optiflux 160nre dialyzer requiring a switch to another product. Additional information was obtained during follow-up with the clinic manager. The patient was completing temporary in-center hemodialysis (hd) and experienced a dialyzer reaction while utilizing the optiflux 160nre dialyzer. The patient experienced itchiness during and after the hd treatment. The center does not have another dialyzer brand option available at the facility to try with this patient. Therefore, the patient receives benadryl 50g intravenously (IV) during treatment to address the reported symptoms. No further information was provided and attempts to obtain additional details were unsuccessful.